Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for investigation.

Event description:
The initial reporter complained of display issues with coaguchek xs meter serial number (B)(4). The patient stated there were missing segments on the display screen. When they performed a display check the patient stated the 8's were missing segments and looked like 6's. The display issue complained about could cause results to be misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.